Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 183008, vanguard cr ilok fem-rt 65, unknown lot number; 183540, vngd cr lip tib brg 10x71/75, unknown lot number; 141222, biomet cc I-beam tray 71 mm, unknown lot number. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07430, 0001825034-2018-07431, 0001825034-2018-07432. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have infection 2 months post implantation. Patient was noted to have drainage requiring admission 2 months after infection.